Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving lower readings on their adc freestyle libre sensor scan compared to readings obtained on an unspecified competitor brand meter. Customer reported sensor scan results of 'lo' (reading less than 40 mg/dl), 103 mg/dl, and 90 mg/dl compared to competitor brand meter results of 104 mg/dl, 290 mg/dl, and 204 mg/dl respectively. Customer further reported experiencing symptoms of pain, dry mouth, and dizziness. The customer was treated with unspecified "serum" in a hospital for "ketoacidosis", and discharged after "about 3 hours". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings on their adc freestyle libre sensor scan compared to readings obtained on an unspecified competitor brand meter. Customer reported sensor scan results of 'lo' (reading less than 40 mg/dl), 103 mg/dl, and 90 mg/dl compared to competitor brand meter results of 104 mg/dl, 290 mg/dl, and 204 mg/dl respectively. Customer further reported experiencing symptoms of pain, dry mouth, and dizziness. The customer was treated with unspecified "serum" in a hospital for "ketoacidosis", and discharged after "about 3 hours". There was no report of death or permanent impairment associated with this event.